Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the patient on (B)(6) 2016 that he had some breakdown of the outer urethane coating on his driveline just proximal to the strain relief at the driveline connector. The patient reported that the vad coordinators had placed rescue tape on this and was wondering if there was an alternative repair that we could do from industry. After discussion, a manufacturer's representative would be coming to his implanting center in spring of 2017 and would like to schedule a repair. On (B)(6) 2017, it was confirmed that the patient would be in the clinic on (B)(6) 2017 and available to have a driveline repair preformed. The patient was seen in clinic with the vad coordinator on (B)(6) 2017. The patient described what he felt was the cause of the damage to the distal portion of his driveline. He demonstrated packing his peripheral equipment into the shower bag and how it creates a sharp "s" curve to the driveline as it comes out to the exit site. Upon inspection of driveline, the patient had a rescue tape repair from the proximal end of the driveline connector strain relief back towards the driveline/patient exit site (10cm in length). The clinical specialist took off this repair and noted 2-3cm portions of the polyurethane coating at the proximal end of the driveline strain relief cracked circumferentially and separated from the main urethane coating to the rest of the driveline. The rest of the driveline back to the exit site appeared intact. After cleaning the area to be repaired, explaining the procedure to the patient and the vad coordinator who voiced understanding and consent, the clinical specialist preformed a modified driveline sheath repair. Starting at the proximal end of the driveline connector strain relief, the clinic specialist wrapped 1/2-inch silicone tape half on the strain relief and half on the driveline and then proceeded to wrap the driveline circumferentially down the driveline 20 cm, wrapped that end point twice and then progressed back in the same fashion to the proximal strain relief. Finally looped back and terminated the circumferential wrap at the midpoint of the repair. The patient tolerated the repair without incident or alarms. The patient was instructed on aftercare of the repair and voiced understanding of the instruction. No further information provided.

Manufacturer narrative:
Driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by clinical specialist revealed multiple breaks in the outer sheath near the strain relief, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Heartware initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.